Manufacturer narrative:
The device was received for investigation, and the reported problem was confirmed. The balloon was observed to be ruptured. While the event was verified, the exact root cause could not be determined. Balloon rupture is an inherent risk associated with this type of device and given the nature of the product and the procedures in which it is used, this event is considered a known complication. Procedural factors or anatomical features, such as calcification or plaque, may have contributed to the reported issue. As stated in the instructions for use (IFU), complications may occur during the use of embolectomy catheters. These may include, but are not limited to: intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of an aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Arterial rupture or balloon failure due to sharp calcified plaque may also occur. The possibility of balloon rupture must be taken into account when evaluating the risks of catheterization procedures. A lot history review was conducted, and no issues were identified in the manufacturing or packaging processes that could be related to this event. All quality control testing met specifications.

Event description:
It was reported that the syntel over-the-wire catheter balloon ruptured during patient use. The device had been checked prior to use. No patient injury was reported.